Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pid pelvic inflammatory disease") and abdominal pain lower ("severe lower abdominal pain") in a 27-year-old female patient who had essure (batch no. B68021) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ovarian cyst. Concurrent conditions included obesity, uti, herpes nos and uterine tenderness. Concomitant products included cefalexin (keflex), cyclobenzaprine hydrochloride (flexeril), ibuprofen, meclozine (meclizine), naproxen, oral contraceptive nos, oxycocet (percocet) and tramadol. On (B)(6)2014, the patient had essure inserted. On the same day, the patient experienced allergy to metals ("nickel allergy") with pruritus. On (B)(6)2014, the patient experienced menorrhagia ("prolonged menses / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pelvic pain ("pain"), depression ("depression"), anxiety ("anxiety") and weight increased ("weight gain"). On (B)(6)2014, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes") and fatigue ("fatigue"). On (B)(6)2014, the patient experienced vaginal discharge ("irregular vaginal discharge"), migraine ("migraines") and headache ("headaches"). On (B)(6)2014, the patient experienced dyspareunia ("painful intercourse / dyspareunia"). On (B)(6)2014, the patient experienced alopecia ("hair loss") and nausea ("nausea"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding") and back pain ("severe back pain"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic inflammatory disease, allergy to metals, bladder disorder, urinary tract disorder, fatigue, headache, nausea, pelvic pain, depression and anxiety outcome was unknown, the abdominal pain lower, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, alopecia, vaginal discharge, vaginal haemorrhage and migraine had resolved and the weight increased was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic inflammatory disease, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: doctor observed six trailing coils within the right ostia and one to two trailing coils within the right ostia. Patient has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, patient has reported that all her symptoms have resolved and that she feels much better. Current weight: 195 lbs. Approximately 6 coils seen extending from the patient's right ostia, approximately 1 to 2 coils to left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. On (B)(6)2014, hysterosalpingogram showed essure coils were in the correct position and her fallopian tubes were bilaterally occluded. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming - pelvic pain, dysmenorrhea". Lot number b68021 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2018: quality safety evaluation of ptc (product technical complaint.) Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pid pelvic inflammatory disease") and abdominal pain lower ("severe lower abdominal pain") in a 27-year-old female patient who had essure (batch no. B68021) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ovarian cyst. Concurrent conditions included obesity, uti, herpes nos and uterine tenderness. Concomitant products included cefalexin (keflex), cyclobenzaprine hydrochloride (flexeril), ibuprofen, meclozine (meclizine), naproxen, oral contraceptive nos, oxycocet (percocet) and tramadol. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced allergy to metals ("nickel allergy") with pruritus. On (B)(6) 2014, the patient experienced menorrhagia ("prolonged menses / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pelvic pain ("pain"), depression ("depression"), anxiety ("anxiety") and weight increased ("weight gain"). On 14-apr-2014, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes") and fatigue ("fatigue"). On 1-may-2014, the patient experienced vaginal discharge ("irregular vaginal discharge"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse / dyspareunia"). On (B)(6) 2014, the patient experienced alopecia ("hair loss") and nausea ("nausea"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding") and back pain ("severe back pain"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy) and surgery (underwent total hysterectomy with bilateral salpingectomy to remove essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, allergy to metals, bladder disorder, urinary tract disorder, fatigue, headache, nausea, pelvic pain, depression and anxiety outcome was unknown, the abdominal pain lower, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, alopecia, vaginal discharge, vaginal haemorrhage and migraine had resolved and the weight increased was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic inflammatory disease, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: doctor observed six trailing coils within the right ostia and one to two trailing coils within the right ostia. Patient has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, patient has reported that all her symptoms have resolved and that she feels much better. Current weight: 195 lbs. Approximately 6 coils seen extending from the patient's right ostia, approximately 1 to 2 coils to left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. On (B)(6) 2014, hysterosalpingogram showed essure coils were in the correct position and her fallopian tubes were bilaterally occluded. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming - pelvic pain, dysmenorrhea." Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abnormal bleeding (vaginal), nickel allergy , bladder problems, urinary problems or changes, fatigue ,migraines, headaches , nausea,pain, depression , anxiety , weight gain", lot number, concomittant condition, reporter added from pfs. Event- "pid pelvic inflammatory disease / pelvic inflammatory disease", concomittant and historical condition added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("severe back pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses"), abdominal pain lower ("severe lower abdominal pain"), dyspareunia ("painful intercourse"), alopecia ("hair loss") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (underwent total hysterectomy with bilateral salpingectomy to remove essure device). Essure was removed on (B)(6) 2016. At the time of the report, the back pain, menstrual disorder, dysmenorrhoea, menorrhagia, abdominal pain lower, dyspareunia, alopecia and vaginal discharge had resolved. The reporter considered abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder and vaginal discharge to be related to essure. The reporter commented: doctor observed six trailing coils within the right ostia and one to two trailing coils within the right ostia. Patient has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, patient has reported that all her symptoms have resolved and that she feels much better. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.